Event description:
During an in-clinic follow-up, low sensing and high capture threshold were observed on the right ventricular (rv) lead. A revision procedure was performed, where the rv lead was found to be dislodged. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported events were lead dislodgement, undersensing and unacceptable threshold. As received, a complete lead was returned in one piece with the helix fully extended and clogged with blood/tissue. The reported events of undersensing and unacceptable threshold were not confirmed. Visual examination of the lead did not find any anomalies. Electrical testing of the lead did not find any indication of conductor fractures or internal shorts. The measured helix extension length was within specification as received.